Event description:
During post-procedure checking, far p oversensing and r-wave amp variation were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient experienced no adverse consequences.

Event description:
Additional information was received indicating far field p-wave oversensing was again noted on the device following the reprogramming. The physician suspected the oversensing was due to the non-abbott right ventricular lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.